Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: his blood glucose (bg) levels have been around 489 mg/dl for two days and reporter alleges the pump is not delivering correctly. Patient has not checked ketones, but is nauseated and sleepy. Patient is following health care professional (hcp) procedures for bg management and is responding, but bg this morning is over 400 mg/dl. At 7:45am bg was 292 and at 10:30 it was 342 mg/dl no manual injections have been given. Patient is using new insulin, cart, since (B)(6) 2013 and has changed set since the onset of elevated bg. Site is not leaking or sore, no blood. Patient has no signs of infection. Patient rotate sites in abdomen only, no scar tissue at site. Set is secure at the site. When site was removed cannula was not kinked. Luer lock is tight on cart. No air bubbles in cartridge/tubing, insulin in cartridge for two days. Time is set correctly. Customer support (cs) reviewed bolus history and found no missed bolus deliveries. Verified tdd is accurate and correct active basal program is in use, with accurate delivery as programmed. Alarm history shows no relevant entries.. Site and cart normally changed every 3 days. No sickness or new medication, insulin not expired. Advised patient there is nothing to indicate a mechanical problem with pump, and to call hcp for additional help. Patient agrees. Patient is using new site in new area and will call cs back if bg continues to be elevated. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission device evaluation: 3/18/2016 the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.